Event description:
I received mentor saline round implants in 2005 since that time I had so many illnesses and ended up disabled now I was recently diagnosed with silicone toxicity. I can barely walk, vision loss, hair loss, extreme thirst, problems swallowing, severe pain, gastro issues, nausea and shakes. Please help me I recently had these removed and still am suffering from what these caused I'm disabled and 51 years old. Waiting on heavy metal test results still I have been poisoned for years by these and thought was safe I also suffer from mold fungus issues. Reference report: mw5155986.